Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 250mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the father to run the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump passed motor displacement test.